Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. No moisture damage was found on the electronic assembly or motor. The insulin pump passed the displacement, rewind, and basic occlusion test and no unexpected low reservoir alarm was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip. No dog chew mark was noted.

Event description:
Customer reported that the insulin pump was alarming for a low reservoir and that the backlight was stuck on but that all of the buttons were unresponsive. The blood glucose reading was 226 mg/dl. She stated that the buttons did begin to work again within five minutes without changing the battery. Customer was advised to remove the battery for five minutes and to insert a new one and she stated that the insulin pump was no longer frozen but did have a button error alarm. She reported that the insulin pump had dog bite marks on it. Nothing further was reported.